Event description:
The index procedure was an elective case. The target lesion was at the proximal circumflex. The lesion was denovo, type c, concentric, bifurcated, heavily calcified and 15 mm in length. The following anti-platelet therapies were conducted: aspirin 100mg/day, and hydrochloride 200mg/day. The target lesion was pre-dilated with a 2.25x 20mm balloon at 12atm for 15 seconds. Then a 2.5x23mm cypher stent was deployed at 12atm for 15 seconds post-dilation was conducted with a 2.25x20mm balloon at 16atm for 15 seconds, ivus was not conducted. Timi flow before and after the procedure was 3. The residual % of stenosis after the procedure was 0%. Following implantation of the cypher stent, plaque shift occurred to the left anterior descending (lad) coronary artery. Therefore, poba was conducted with a 2.25 x 20mm balloon at 16atm for 30 seconds. The residual % of stenosis after the procedure was 25%.